Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the manufacturer representative (rep) noted they had known a patient with a pump that went into telemetry mode years ago. The rep stated the patient came in after they had MRI and "it looked like the reservoir was supposed to be full and it had like 2 cc's". Additional information was received from the manufacturer representative (rep). It was reported that the rep believed the event occurred 10 years ago, and had no further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.